Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to provide the date received by manufacturer; provide the type of report ; provide the type of follow-up; update the event problem and evaluation codes and to provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for investigation; however, the hard drive was taken from the reported ultrasound system and analyzed. It was found during investigation that there was no abnormal log related stress echo and that the reported issue was unable to be reproduced. The investigation team was unable to complete an investigation. Reference: (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during an stress echocardiogram exam, an "echo-com stopped working and has to be closed" error message was displayed and the application closed without storing the patient's data. The system was restarted and the exam was repeated to complete the procedure. There was no patient injury reported. No additional information was provided.